Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found cannula broken, all parts still of the cannula are present.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor did not blink once it was connected. The customer's blood glucose level at the time was 182mg/dl. The customer states the transmitter does not blink when it is connected to the sensor. Troubleshooting was conducted and the cannula was found to be bent. The customer is returning the sensor and receiving replacement.